Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [052] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: a review of the black box showed evidence of one call service 052 alarm. A 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was remove and no evidence of internal moisture or defects to the printed circuit board or internal components were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.